Event description:
It was reported that the patient presented the clinic for generator changeout. Upon interrogation prior to the procedure, it was found that the right-ventricular (rv) lead exhibited noise. As a resolution the rv lead was capped and replaced on (B)(6) 2024. No patient consequences and the patient was stable.